Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed no anomalies. Visual analysis indicated explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1156t competitor non-defib lead (B)(6) 2011; 5076 non-defib lead (B)(6) 2011.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.